Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available. Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet liner. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address multiple dislocations.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The depuy device was used in conjunction with a competitor acetabular liner. This use is not recommended and is considered off label use. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause and the finding of off-label use, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.